Manufacturer narrative:
This report is submitted on may 22, 2019.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was administered IV antibiotics (date and duration not reported).